Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: defective is all that could be reported. Completion of the case was not known. The case was extended by more than 30 minutes. There was no report of tissue damage, no report of unanticipated tissue loss or improper staple formation, nor any report of bleeding in excess of 250cc.